Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured near the middle part, at 10 atmospheres when inflated for 10 seconds upon first inflation. The device was removed without any problem with usual method and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.